Manufacturer narrative:
As the device remains implanted, a further investigation on the device cannot be performed. It was requested if the thrombus is available to be sent back for further investigation. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that patient underwent surgical treatment on (B)(6) 2021 for a centralization of a loop shunt with gore-tex® interponat with end-to-side anastomosis at the axillary artery and end-to-end anastomosis at the cephalic vein at the proximal upper arm with a gore® acuseal vascular graft. It was stated that on (B)(6) 2021 there was an acute loop shunt occlusion at the axillary artery and cephalic vein (upper arm) left because of an extensive stenosis of the cephalic vein. To solve the issue a thrombectomy of the loop-shunt and an extension of the venous limb on brachial vein proximal upper arm left was performed (manufacturer report no. 2017233-2021-02292). It was reported that on (B)(6) 2021 an extensive stenosis in the arterial limb of the loop shunt from axillary artery to brachial vein in the left upper arm was found because of a partial loosened old parietal thrombus. It was stated that a thrombectomy and a digital substraction angiography of the loop shunt in the left upper arm was conducted as solution. It was reported that the patient has tolerated the procedure.

Manufacturer narrative:
Product history review: a review of the manufacturing records indicated the lots met all pre-release specifications. Explant investigation of the returned thrombus. A tissue fragment was returned to w. L. Gore & associates for investigation. Submitted in formalin was a tissue fragment that had been reportedly removed via thrombectomy from an implanted gore acuseal vascular graft. The fragment was tan to dark brown, linear soft tissue, in a tubular/luminal cast of tissue. The fragment measured approximately 90 mm (length) x 3-6 mm (diameter). The specimen was submitted for histopathologic sampling. Tissue preservation was poor with marked loss of stain/cellular differentiation. Fibrin deposition with varying reorganization and infiltration by minute inflammation within the lumen of the gore acuseal vascular graft was typical and an expected normal healing response to a chronically implanted device. It is uncertain if cannulation interaction may have induced infiltration of the external fibrous connective tissue to the unorganized luminal thrombus, which after time becomes organized into fibrous connective tissue (i.e., neointima).

Manufacturer narrative:
Product history review: a review of the sterilization records indicated the lots met all pre-release specifications.